Event description:
It was reported that a perforation occurred and patient death occurred. A 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal circumflex coronary and diagonal resistant lesion. The physician wired the vessel and attempted to balloon the circumflex. The lesion did not expand. A 1.50mm rotapro was selected for atherectomy. After two passes, the 1.50mm rotapro was removed. The physician wired the diagonal lesion. A 1.25mm rotapro burr was advanced. Atherectomy was performed. A large perforation was noted after using the 1.25mm rotapro burr. The physician tamponade the vessel with a balloon and a stent was deployed to cover the perforation but it was unable to get to area. The physician repositioned the 2.00mm x 12mm emerge balloon. There was difficulty removing the balloon. The balloon pulled apart at the distal to the inner connection. The emerge balloon and guidewire were removed together as one unit from the patient. The guidewire was able to be removed from the emerge once outside the patient. The patient died post case.